Event description:
It was reported that connection between the irrigation tube and the catheter was separated. During an ablation procedure to treat atrial fibrillation in the left atrium an intellanav mifi open-irrigated ablation catheter was selected for use. After several ablation attempts, it was noted that the connection of the irrigation tube of the catheter was separated from the handle. The procedure was completed with another catheter of the same model. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Visual inspection revealed that the luer fitting was separated from the irrigation tubing and was not returned with the device. The adhesive and irrigation tubing were torn open at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the handle, main shaft and distal end. Dried saline found on the handle and distal end. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. A device history record review was performed and no deviation was found. No manufacturing related observations were discovered during returned device analysis. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.

Event description:
It was reported that connection between the irrigation tube and the catheter was separated. During an ablation procedure to treat atrial fibrillation in the left atrium an intellanav mifi open-irrigated ablation catheter was selected for use. After several ablation attempts, it was noted that the connection of the irrigation tube of the catheter was separated from the handle. The procedure was completed with another catheter of the same model. No patient complications were reported and the patient's current condition is fine.